Manufacturer narrative:
Pc-(B)(4). Date sent: 6/18/2021 d4: batch # 121a33 h6: component code: mechanical(g04), safety(g06). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the joint cover damaged and with one gst45t reload loaded on the device. The reload was received partially fired 1/10 with 4 staples protruding. In addition another gst45t reload was received partially fired 1/10.  After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was dry fire and the knife started to come off and tangle through the joint cover. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components the articulation bar was noted to be damaged, and the knife was noted to be buckled, causing the damaged on the joint cover. A staple was found lodged on the knife channel , that could have prevented the device from firing as part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2021. Additional information: this is an analysis for one photo and one video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a cartridge what appears to be with the sled partially advanced due to some protruding staples noted on the proximal end. The video shows a portion of the device, it were noted the jaws closed, joint cover damaged, the knife appears to be buckled and can be see it through the joint cover. Based on the photo and video review, the event describe could be confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4) batch # unk. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the robotic radical resection of lung cancer surgery, could not fire when severing pulmonary fissure tissue on the 5th firing. Changed another gst45t, still could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.